Event description:
The rptr stated that he had a meter to hcp meter comparison test at his doctor's office. Test results were 96 mg/dl on his own meter, and 136 on the hcp surestep meter. The test was done using the same fingerstick, 1 minute apart. The rptr stated that he did not have any symptoms.